Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d1 brand name, d4 (catalog, model, UDI).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. Due to character limit in e1 event site name is e1: (B)(6). A getinge field service engineer stated according to gislei, fault codes 79 and 80 are not specific errors but simply reference numbers. Fse recommends performing all functional tests and verifying that the device is operating correctly. If all tests pass, the device can be returned to service. Clear all log entries. If the alarms occur again, fse recommends replacing the video generator and the executive board. The device has been successfully maintained. It is now ready for clinical use.

Event description:
It was reported that before use, when the user turns on the device the cardiosave intra-aortic balloon pump (iabp) giving messages "iabp maintenance may be necessary." The error codes related to the same dates and times are 78, 79, 80, and 63. Patient was not involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) giving messages "iabp maintenance may be necessary." The error codes related to the same dates and times are 78, 79, 80, and 63. Patient was not involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- d10, e1 (event site telephone), h6- medical device ¿ problem code.